Event description:
It was reported that the leads on this implantable cardioverter defibrillator are reversed. Furthermore, a red call doctor icon was observed when the patient woke up. The local area field representative was contacted for additional information, however at this time no further information is available. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: evaluation conclusion code.

Event description:
It was reported that the leads on this implantable cardioverter defibrillator are reversed. Furthermore, a red call doctor icon was observed when the patient woke up. The local area field representative was contacted for additional information, however at this time no further information is available. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the leads on this implantable cardioverter defibrillator are reversed. Furthermore, a red call doctor icon was observed when the patient woke up. The local area field representative was contacted for additional information, however at this time no further information is available. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: h6: evaluation conclusion code.